Event description:
Nurse reported discrepant results for pt #1: (B)(6)2010, inratio: 2.0, lab: --; (B)(6)2010, 1.6, 10.5. Pt bleeding and was administered vitamin k. Pt followed up on (B)(6)2010 and had normal labs except for elevated digoxin level and thyroid was out of range.

Manufacturer narrative:
Investigation pending.